Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found foreign material on the air water channel and air water piston cage, cause not identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive root cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.